Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. A prolonged hospitalization, unexpected medical intervention and surgical intervention were a result of case specific circumstances, as temporary pacemaker was used, and subsequently permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. The patient developed a complete atrioventricular blockage following the pre-deployment balloon valvuloplasty. A temporary fixating pacing lead was placed in the right ventricle. The final implant depth at non-coronary cusp (ncc) was 4.4mm and left coronary cusp (lcc) was 5.6mm. Prior to discharge, the patient was experiencing significant vision loss. A permanent pacemaker was then implanted on (B)(6) 2025, to treat the heart block. The patient was subsequently discharged the same day with improvement in their vision.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.